Event description:
Patient reported the insertion assist device triggers with delay. Patient stated the device triggered first when she removed it from the skin; has not hurt herself or others due to this issue. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insertion assist device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the linkassist (serial no. (B)(4)) meets the specifications. Result the problem mentioned by the customer could not be reproduced. The device were optically and technically controlled and passed all the tests. The problem mentioned by the customer could not be reproduced.